Event description:
A patient received total hip arthroplasty. Postoperative x-rays showed a perforated femur at the distal tip of the stem so the patient was reopened. The stem was realigned and correct placement was confirmed with intraoperative imaging.